Event description:
It was reported high impedance reading and a loss of therapeutic effect during stimulation. Company representative noted reading >4000 ohms on all of the bipolar pairs. It was recommended to increase default test values and re-run test. The patient was not present at the time so, they were unable to retest impedances. Patient was programmed to 3+2-. It was later reported impedances were tested and indicated high impedances. Patient had partial loss of benefit. It was noted they had programmed the implantable neuro stim so that the electrodes with good impedances were turned on. The patient was doing fine. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).